Manufacturer narrative:
Dtba1q1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up check, a device interrogation showed elevated threshold on the left ventricular lead. The lead vector was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: continuation of d10: 694758 lead; implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.